Manufacturer narrative:
D4 -UDI no. - this is a bulk item and does not require a UDI number. The actual device was discarded by the user facility. Therefore the investigation is based on the user facility information and a retention sample from the reported product code/lot number combination. Visual inspection revealed no anomalies or damage in the appearance. The sample was built into a circuit with tubes and circulated with bovine blood. During circulation at the each flow rate, an air of 30ml was sent into the circulation in 30 seconds. No air came through the filter out of the oxygenator module. The circuit was circulated at the flow rate of 7l/min. And the back pressure of 200mmhg for 6 hours. No air was observed coming out of the oxygenator. A review of the manufacturing record and the product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found another report of this nature with the involved product code/lot number combination from the same facility, see MDR number 9681834-2016-00128. The investigation result verified that the retention sample was the normal product. With no return of the actual sample, the cause cannot be definitively determined. There are many complex clinical variables that may have caused the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device was discarded by facility

Event description:
The user facility reported air bubbling in the capiox device. Follow up communication with the user facility confirmed the following information: bubbles were noticed many times from priming until about 50 minutes from the start of ecc; and the patient was reported as doing fine.